Manufacturer narrative:
(B)(4). D10: medical product: persona tibial articular surface provisional right size ef: catalog#42527000505, lot#62356582. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2024-01166. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the tibial articular surface provisional instrument fractured. It was reported that the patient was obese and excessive force was needed to insert the trial. No patient impact or adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - mechanical (g04) - provisional top. Visual examination of the returned device identified signs of use (nicked/gouged/wear) and was fractured on the medial side of the post. The device history records were reviewed and no discrepancies were identified. The root cause is attributed to the user not following the proper surgical technique. The surgical technique instructs the user to apply gentle manual pressure without impacting the articular surface provisional construct with either a mallet or hand. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Upon review of our reporting decision on fracture of articular surface provisionals, a review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.

Event description:
No further event information available at the time of this report.